Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a system replacement. The previous cardiac resynchronization therapy defibrillator (crt-d) was explanted, however the previous crt-d leads were unable to be removed and surgically abandoned. An unknown new system was implanted on the right side of the patient. Intermittent asystole (alternating pattern of two captured beats and two missed beats) was noted overnight indicating the new right-sided system exhibited intermittent loss of capture. The patient is dependent on pacing therapy. The rv and lv outputs were programmed to maximum output. The electrogram (egm) displayed pacing spikes, so pacing inhibition was ruled out. The field representative indicated that this new right ventricular (rv) lead was physically close to the old abandoned rv lead. The old abandoned rv lead was stretched and it was suspected that the abandoned rv lead coil was touching the distal coil of this new rv lead. Therefore, it was suspected that some of the energy output from this new rv lead was shunted back through the old rv lead causing the loss of tissue capture. The patient was sent back to the original implanting physician for consultation and correction. The lv lead was programmed to true bipolar and was capturing appropriately. This rv lead remains in service. No adverse patient effects were reported.